Manufacturer narrative:
D2b: product code: fhw/fae. H4: premarket / 510(k) #: n970012/k090663. Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The rear tip extenders (rte) was visually and microscopically inspected. No damage or abnormalities were noted in the rte. Based on the information available and analysis results, the reported clinical observation of a foreign material inside the sterile packaging of the rear tip extenders (rte) could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during the preparation for a penile prosthesis procedure, a foreign material inside the sterile packaging of the rear tip extenders (rtes) was detected; therefore, those rtes were not utilized. Other rtes were used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
D2b: product code: fhw/fae. H4: premarket / 510(k) #: n970012/k090663.

Event description:
It was reported that, during the preparation for a penile prosthesis procedure, a foreign material inside the sterile packaging of the rear tip extenders (rtes) was detected; therefore, those rtes were not utilized. Other rtes were used to successfully complete the procedure. There were no patient complications.